Manufacturer narrative:
Product ID 3986a, lot# n229140, implanted: 2010 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient started having trouble with her stimulator "a couple weeks ago." It was noted that the patient stated that it didn't seem like it was working right. It was noted that the patient's implantable neurostimulator (ins) seemed like it moved 4-6 months ago. It was noted that whenever the patient would sit down, it seemed to hit her ribcage. It was noted that the patient had been scheduled for device relocation surgery, however, she had not been able undergo it yet. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.